Manufacturer narrative:
The microsensor (626638us was returned for evaluation. Failure analysis - the issue of the complaint has been confirmed. The icp express read "no transducer detected". The catheter stretched 119 to 123cm from connector. Internal wires are broken inside catheter at stretched area (x-ray). No testing was possible. The root cause of the issue reported by the customer could be determined as a mishandling of the catheter.

Event description:
A facility reported a microsensor was implanted ((B)(6) 2021) and stopped working after 24 hours implanted. It was explanted on (B)(6) 2021. The monitor used was a icp express.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.